Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device-the root cause of the reported event was most likely due to patient lesion morphology. Deformation problem- detachment of ballon material. Conclusion: device failure related to patient condition-the root cause of the reported event was most likely due to patient lesion morphology. (B)(4).

Event description:
The physician was using a sprinter legend balloon to treat a lesion in the rca which was reported to be a total occlusion (100%), heavily calcified, previously stented and brachy therapied lesion. The collaterals were very tortuous. No abnormalities were noted during device preparation .the sprinter was been used to dilate a fractured stent strut. It was approached through the lad collaterals via an anti-grade route. The proximal end of the sprinter became impaled on the stent strut resulting in the balloon rupturing. Balloon detached on removal and remains in patient. Patient did not require further treatment because the incident occurred in a long total occlusion and physician felt that there was no risk of thrombosis or migration of the catheter tip. Evaluation summary: the distal inner shaft was stretched .there was 12mm of balloon material still attached to the balloon bond. The remaining balloon material, inner shaft marker and distal tip had detached. The balloon material appeared to have torn in a radial pattern at the detachment site. The inner shaft detachment wire was stretched and jagged. Image review: the procedural images provided by the account capture the delivery of the sprinter legend device to the lesion site in the rca via an anti grade route through the lad collaterals. The images capture a number of balloon inflations prior to the balloon rupture. Given the maturity of the lad collaterals it appears the stenosis may have been present at the stented lesion site for a long period of time and this most likely resulted in the formation of calcification as reported by the physician. There is no significant material deformation evident to indicate that a stent strut may have caused the balloon rupture. The images confirm the cto and severe calcification in the mid rca. Post removal of the sprinter legend the inner shaft marker is still visible at the lesion site confirming the detached material remained in the patient.